Event description:
Boston scientific received information that during the changeout procedure for this cardiac resynchronization therapy defibrillator (crt-d) for normal battery depletion (nbd) there was difficulty removing the leads from the header. It was determined that the setscrews were not fully loosened. Upon completion of loosening the setscrews, the leads were successfully removed. There were no patient symptoms reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.